Event description:
It was reported that patient underwent an unknown procedure on may 29, 2024, and suture was used. The suture snapped on the first knot tie. The knot had to cut out. Other than a delay they were able to complete the rest of the case without patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how long was the delay? 2 to 3 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? None reported. Was there any change in the patient¿s post-operative care due to the prolonged procedure? None reported. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. One strand in two sections outside its packaging that pertains to product 8521h was received for analysis. During visual inspection of the returned sample, the swage and attachment were noted to be as expected. The suture pieces were examined and the extremes were noted to be cut probably caused by a surgical instrument. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.